Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severly calcified and severely tortuous distal right coronary artery. The physician pre-dilated the target lesion then advanced the 3.00x16mm promus element stent delivery system and was unable to cross the lesion. The device was removed and it was noted that stent damage had occurred. The procedure was completed with a 2.75x16mm promus element. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on the first row were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is a combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severly calcified and severely tortuous distal right coronary artery. The physician pre-dilated the target lesion then advanced the 3.00x16mm promus element stent delivery system and was unable to cross the lesion. The device was removed and it was noted that stent damage had occurred. The procedure was completed with a 2.75x16mm promus element. No patient complications were reported and patient's status is good.